Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted after new information has been received. The device was investigated by the maquet service technician: the flow measuring board was replaced to resolve the issue. Completed full functional verification, device checks ok. Device cleared for return to clinical use. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this as a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
During patient treatment the error "reference" appeared. No injury was reported the medical staff did hand crank while on the patient. (B)(4).